Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 329 mg/dl and the bg meter was reading 262 mg/dl. No patient symptoms were reported. The patient¿s wife called an ambulance, and the patient was transported to the ER. At the ER, the patient underwent unspecified tests and was diagnosed with covid and pneumonia. The patient¿s dexcom was also removed once in the ER; therefore, no further comparison values were reported for this event. It was stated that the patient did not receive any medication or prescriptions during this event. The patient was discharged home 5 days later. The patient was ¿doing fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.